Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that tower 2 - door number 3 - had been experiencing multiple clicking issues and was not functioning properly. A field service engineer effectively cleaned and applied conductive grease to the microswitch tabs of all four doors to address this issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a door malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.